Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). The vessel tapered from 4mm at the proximal end to 3mm at the distal end. A 3.5mm promus element plus everolimus-eluting platinum chromium coronary stent system was selected for use, advanced and deployed at 12 atmospheres to treat the target lesion. When passing the post-dilatation balloon, the proximal edge of stent was deformed by 3-4 mm. The deformed stent was treated with a post-dilatation balloon and another stent was implanted. No patient complications were reported and the patient's status was satisfactory with no adverse events

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).